Manufacturer narrative:
Follow-up #1 date of submission 05/21/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/14/2014 with the following findings:a review of the pump black box data revealed multiple cs 054 call service alarms recorded on the alleged failure date. During testing, the pump powered on properly with the returned battery cap. The battery cap secured properly to the pump. The battery cap contact dimensions measured within specifications, and a power loss was not observed. No damage was observed to the battery compartment. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump case was removed and no evidence of moisture ingress or loose components was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was rebooting without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.